Manufacturer narrative:
Investigation: one photo and one loose 1ml ll syringe with needle attached were received and evaluated. The syringe was contaminated and manipulated there was a needle attached with liquid inside the fluid path and residue outside the barrel. The product is a syringe-only product from the manufacturing plant. Due to the manipulation most of the scale markings were worn off and missing. However, the photo depicted apparently the same syringe with needle and liquid inside with most scale markings intact. The barrel was missing graduation markings between the zero line and 0.7ml inclusive. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Potential root cause for the missing print defect is associated with the marking process.

Event description:
It was reported that bd luer-lok¿ disposable syringe was missing some scale markings. No serious injury or medical intervention was reported. The following information was provided by the initial reporter: it was found the partial scale mark between 0ml and 0.1ml was missing after opening the unit package.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd luer-lok disposable syringe was missing some scale markings. No serious injury or medical intervention was reported. The following information was provided by the initial reporter: it was found the partial scale mark between 0ml and 0.1ml was missing after opening the unit package.